Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited last error code 41541 and a red screen error occurred during testing.

Manufacturer narrative:
D3 - mfg establishment name: corrected one device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a bad printed wire assembly (pwa) board. The printed wire assembly (pwa) board, and fles sensor were replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.